Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomed reported a red x and a therapy knob failure inop message. No patient involvement was reported.